Manufacturer narrative:
The primary product for this complaint is the infusion set and not the insulin pump as previously reported. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was an occlusion issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.